Event description:
The coil was attempted to be implanted it was met with much resistance in the microcatheter. The coil was safely removed and set aside for return. No other details were provided and the microcatheter was not available for return. On (B)(6) 2011 failure analysis discovered that the proximal end of the coil was found to be severely damaged upon receipt.

Manufacturer narrative:
There is no info available on the non-returned microcatheter. The coil was returned unsheathed and unprotected inside the pouch. The proximal end of the coil was found to be severely damaged upon receipt. The distal section of the coil is undamaged. Located at the distal tip of the skive, the dpu has protruded outside the sheath for the entire length before entering the resheathing tool. There is severe mechanical damage to the sheath resulting in an opened skive. No laboratory testing was possible due to the severe damage to the unit. In this condition, it is extremely difficult to advance the coil. It cannot be determined when and how the damage occurred to the sheath. No laboratory testing was possible due to the severe damage to the unit. The evidence suggests that the contributing factor to the resistance in the microcatheter may have been due to the protrusion of the dpu out of the sheath. However, the exact root cause of the coil's resistance in the microcatheter cannot be determined. The cause of the coil damage cannot be determined there is no mention of whether the user experienced the damage during the procedure. Handling issues may have occurred during shipping that can cause this type of damage. In addition, without the return of the microcatheter used in the procedure, it cannot be determined if this component contributed to the complaint event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective action is taken. This MDR is being submitted as part of a retrospective review as the result of a recent FDA audit and with accordance to the requirements of code of federal regulations - 21 cfr part 803, medical device reporting.